Manufacturer narrative:
Covidien reference number: (B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time of the reported event.